Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Supplier lot number: a7la11. Synthes lot number: 4397151. A device history records (DHR) review was attempted by the manufacturer (tuttlingen) but unable to be completed due to the age of the device. It was reported device was manufactured on week 11 of 2002. A DHR review was performed by customer quality engineers. No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. It was reported release to warehouse date is apr 19, 2002. A visual inspection, functional test, and drawing review were performed as part of this investigation. The 398.228 lot number a7la11 large periarticular reduction forceps was returned and reported that the tightening nut came off. This condition is confirmed; the stop cap at the end of the threaded speed lock shaft has broken off and is missing along with the speed lock nut. The balance of the returned device is in otherwise fairly good condition despite its advanced age. Whether the complaint condition for this device can be replicated is not applicable for this condition. This complaint is not likely a result of any design or manufacturing related deficiency. The 398.228 large periarticular reduction forceps is an instrument contained within the periarticular reduction forceps set which is commonly used in the 4.5mm lcp condylar plates system (per technique guide). Relevant drawing reviews were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. This complaint condition was likely caused by over fourteen years of consistent use and possible rough handling during surgery or sterile processing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the nut used to tighten the clamp on the large periarticular reduction forceps came off at some point after an open reduction internal fixation (orif) for distal femur case. The nut is unable to be located. The procedure was unaffected and there was no patient harm/involvement. It was identified during the complained device investigation process that the stop cap at the end of the threaded speed lock shaft has broken off and is missing along with the speed lock nut. This is report number 1 of 1 for complaint (B)(4).